Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced wound healing issues at the ipg site. It was noted the pocket incision was re-sutured. The sutures were removed approximately 3 weeks ago (exact date unknown). Additional information revealed the patient's wound healing issue is showing improvement.